Manufacturer narrative:
The event was internally reported and handled by the hospital (incl. User facility report to national ca). There was no contact or involvement of draeger service and no further information about the event and follow-up actions could be obtained. Due to the very little information the manufacturer is not able whether to confirm a potential device malfunction nor a clear cause of the reported "black screen" - so, no conclusion could be drawn. H3: device not available for investigation.

Event description:
It was reported that during use on a patient the operator observed a black device screen. Reportedly no injury or serious impairment in state of health of the patient occured the issue was internally reported and handled by the hospital, there was no contact or involvement of draeger. No further information about the event and follow-up actions could be obtained.